Manufacturer narrative:
B3: date of event and d4: UDI is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that is not alarming/light indicators not turning on. There was unknown patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
While performing a review of the file it was determined that is was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 2183161-2024-00081 . Please reference file mrn 2183161-2024-00100 for all details pertinent to this event.